Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship during servicing activities. Log file analysis showed disturbances leading to radiation aborts initiated by the image acquisition system (ias). This type of disturbance indicates an issue with the digital image pre-processing (dipp) hardware. According to the service record review, one day before the incident there was troubleshooting performed on the dipp (including reseating boards and cables) because of an image artifact issue. After the troubleshooting was completed, a test fluoro and acquisition were performed which performed as expected. The most probable cause for the errors is an incorrectly reconnected gigalink cable which occurred during the previous days' trouble shooting. The customer service engineer (cse) reseated the flat detector receiver (fdr) board and reconnected all cables. The system recovered and no parts were exchanged. The manufacturer is not considering any further corrective actions based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that they were unable to take fluoro images and the system error out. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.